Event description:
It was reported that the aseptic battery housings have delrin ball missing from the latch mechanism which can lead to potential for housing to open and expose non sterile battery to the surgical site. It was noticed during inspection, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, delrin ball is missing, was confirmed. The technician observed that the delrin ball was missing and the hinge was broken on one side of the housing due to improper sterilization. A chemical attack can occur on the housing as a result of improper cleaning practices, including improper rinsing, use of improper concentration of a basic disinfectant. Device was placed in parts retention.